Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The device failed volumetric accuracy testing. External/internal inspection was performed and passed. A volumetric accuracy test was performed and the device failed. Temperature was within specifications. An inspection of the door assembly revealed the door piston foam deteriorated. The cause for the failed volumetric accuracy test was determined to be deteriorated door piston foam. The piston foam was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. There was no patient involvement. No additional information is available.